Manufacturer narrative:
This product is not marketed in the us. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient is is amblyopic in the fellow eye. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7, -12.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted. A lens exchange is planned.

Manufacturer narrative:
Device evaluations - lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic torn and two feet were bent. Dimensional inspection found the lens to be within specifications for a 13.7mm lens. Functional inspection found the power of the returned lens to be -8.6 d instead of the labelled power of -120 d. Work order search - a work order search was performed. No similar complaint type events found. Device history record (DHR) review - based on the results of the investigation, all released devices from associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Device evaluations - the correct labelled power should be -12.0 d not -120 d. (B)(4).

Manufacturer narrative:
Corrective data: explant date: changed from unknown to(B)(6) 2018. (B)(4).

Manufacturer narrative:
The lens was explanted and exchanged. The problem was resolved and "the patient is really happy". (B)(4)